Event description:
It was reported that this pacemaker exhibited farfield oversensing which led to inappropriate mode switching. Technical services (ts) was consulted, reviewed the episode, and recommended reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.